Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an open end ureteral axxcess catheter was used in the ureter during a retrograde urography procedure performed on (B)(6) 2018 . According to the complainant, the physician found that the catheter was broken inside the patient when x-ray was performed on (B)(6) 2018, subsequent to the retrograde urography procedure performed on (B)(6) 2018. Reportedly, the patient underwent a procedure and the broken catheter was successfully removed using forceps on (B)(6) 2019.